Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a cardiac ablation procedure was performed, including pulmonary vein isolation, posterior wall isolation, and a lateral mitral line ablation in the left atrium, followed by a cavotricuspid isthmus line ablation in the right atrium. Upon removal of the catheter at the completion of the procedure, coagulant was observed on the catheter tip and then dissipated within a few seconds due to catheter drip. After this, suspected tissue was observed within the catheter. The procedure was already completed when this was discovered. No patient complications have been reported as a result of this event.